Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for sustained ventricular arrhythmia; an electrical cardioversion was required. The patient received a catheter ablation on (B)(6) 2021 and a pacemaker was implanted on (B)(6) 2022 for postoperative sick sinus syndrome. The patient was discharged on (B)(6) 2022. No additional information could be provided.